Event description:
Physician decided that the prosthesis acetabular cup needed to be repositioned. The poly liner was already in the acetabular cup. In order to remove the acetabular cup the poly liner needed to be removed. The liner extractor was utilized. Post hip replacement a routine x-ray was taken to check anatomic alignment. The x-ray showed a metallic retained surgical item which was identified as the tooth from the liner extractor. Depuy representative was present when the surgical team was informed of the retained surgical item. Representative assisted in identifying the retained item's origin.